Event description:
It was reported that the patient was having her implant removed the day after the report in order for her to be able to have an MRI. The patient also noted that she still had problems with constipation while implanted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0235633v, implanted: (B)(6) 2003, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).